Manufacturer narrative:
Additional information: a2, a4, a5 and b7. A2: patient's age was updated (previously reported as 91 years old). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5094931. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced pain in the left leg approximately three and a half months after undergoing a femoropopliteal bypass and left leg graft. It was reported vascu-guard patches were used with the procedure and a non-baxter product was used for the graft. It was reported the graft was ¿shredded¿. The patient underwent a left leg exploratory surgery. The patient received unspecified antibiotic treatment (ongoing) and was discharged six days after hospital admission. At the time of this report, the patient outcome was not reported. No additional information is available.